Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Review of the most recent repair record determined: malfunctioning oscillating and eccentric systems. Pending product disposition. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. The root cause of the reported event is attributed to component failure from repeated use. As referenced in the instructions for use, the zimmer universal power system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued performance if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the oscillating saw attachment, even under the light load, does not transmit force to the same blade, causing it to stop. Attempts have been made and no more information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - russia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.